Manufacturer narrative:
Complaint could not be confirmed or duplicated. Leadscrew was able to prime and rewind multiple times without any issues. The device performed as intended, no faults were found during troubleshoot testing.

Event description:
It was reported that an ilet pump displayed persistent ¿unable to proceed¿ alerts despite reconnection attempts with new supplies and a device restart; the device will be replaced, and the existing unit is to be returned. Symptoms included no reported injury, hypoglycemia, or hyperglycemia. Outcomes included no impact on the user¿s health and continued cgm use with dexcom g7. Investigation included review of the reported alarm history and arrangements for device replacement and return for analysis. Investigation of this case revealed a suspected device malfunction consistent with a consecutive stalled motor alarm, with the issue localized to the pump¿s drive system. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending further analysis. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.